Event description:
In 2005 that a customer experienced a problem with a disposable sharps container. The customer alleges that a staff member attempted to dispose of a syringe in the container. Subsequent to lifting the lid to dispose of the syringe/needle the needle "shot" out of the sharps container and scratched the staff member breaking the skin. The needle/syringe was contaminated. It had been used in a procedure for the knee.